Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2000 - patient underwent repair of a ventral hernia with composix mesh. (B)(6) 2001 - patient underwent excision of composix mesh. (B)(6) 2002 - patient underwent laparoscopic repair of a recurrent ventral hernia with an non-bard mesh. (B)(6) 2003 - patient underwent excision of the composix mesh and the non-bard mesh, small bowel resection, an appendectomy, a cholecystectomy, and recurrent hernia repair with a non-bard mesh.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. Based on medical record review the pt underwent ventral hernia repair with a composix mesh on (B)(6) 2000. It was noted in the medical records that the pt developed a recurrence and on (B)(6) 2001, underwent excision of the composix mesh and recurrent ventral hernia repair with another composix mesh. Reportedly, a mass in the mid abdomen was found to be an old seroma, which was excised on (B)(6) 2002. From 2000 through 2003 the medical records note multiple hernias and repairs with both bard and non-bard mesh. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records indicated that the pt was treated for adhesions, recurrence, and seroma all of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for eval. Without further info, no conclusion can be drawn at this time. See MDR 1213643-2009-00319 for info related to the composix mesh implanted on (B)(6) 2000.